Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero foreign matter on catheter. The following information was provided by the initial reporter: flexible plastic catheter portion of nexiva 20g intra venous observed to have visible defect / debris left on outside of catheter. Lot: 4178020. Customer response received on 03-feb-2025. The defect was observed before the product was used for patient care, so there was no harm or negative outcome.

Manufacturer narrative:
Investigation results: the complaint of unintended material on the IV catheter was confirmed; however, the composition and source of the material could not be determined due to the condition of the returned sample. One 20g nexiva device was received in open packaging. A clear material was observed on the external surface of the IV catheter tubing. As it was reported that the material was on the catheter, the material was sent for analysis, but the analysis was inconclusive, and no definitive match was made. Due to the sample condition, it could not be confirmed when or how the material was introduced. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.